Event description:
It was reported to covidien on (B)(6) 2011 that a customer has an issue with trellis 8 80x30. The customer states that trellis was inserted and when attempted to inflate the balloon, the contrast leaked out. Upon removal of the device and then flushing balloon with saline, customer could see a small pinhole in the balloon.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.